Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a syncopal episode. The atrial lead had high impedance and oversensing. The lead was still in use. No patient complications have been reported as a result of this event.